Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an force sensor bridge test error and a broken syringe plunger driver. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found that the device had both tamper seals broken, the plunger head was filled with contamination, top case corners are chipped, right plunger case is cracked, ear clip cracked, ac cord clamp cracked, cracked bottom case by l-bracket, and power cord is falling apart. The device?s event history log was reviewed for evidence of the reported event, and no ?force sensor bridge test? Was found. To conduct functional testing, the device was powered up. Upon power up, couldn?t duplicate reported alarm. However the plunger head was filled with dried fluid ingression and the plunger head was cracked and filled with dried fluid ingression due to customer damage. The complaint was confirmed. The entire plunger head assembly, plunger cable and plunger tube was replaced. Passed all functional tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - health impact code updated.

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: device available for evaluation?: h3: device evaluated by manufacturer?: h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.